Event description:
The doctor discovered that the staple line of the anastomosis was not intact. The doctor removed the staples. It was determined that the particular lot of staple reloads was not working correctly. The suspect staples and suspect reloads were removed and replaced with reloads from a different lot number series. The replaced reloads worked correctly according to the doctor. Following the end of the case, the echelon powered stapler device, and removed suspect reloads, and packaging, were given to the patient safety officer. The ethicon echelon representatives were present during this case. They did not remove or take with them any of the items used for the case. The representatives did, however, provide exchange of unused reloads (suspect) with new reloads from a different lot number.